Event description:
It was reported that the videoscope's film at the distal end bending section was peeling during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h3, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.